Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported an out of box failure. The system alarms with a false mat detection without the presence of any rf sponges. The system works fine with the wand. Multiple mats were tried with this same console and all gave the false detection. The same mats worked with other consoles.

Manufacturer narrative:
(B)(4). The device was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The device was found to function normally and within specification.